Event description:
Description from user is as follows "hamilton ventilator was prepared for use following intubation. While it was not connected to the patient the ventilator alarmed with 'ventilation canceled' and stopped working - no buttons would work and the machine had to be turned off in order to silence the alarm. Alarms were reviewed prior to turning off and showed the following alarms: 'pressure not released' 'technical fault 48001' 'technical fault 446029' 'loudspeaker defective'.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause cannot be determined. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.